Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. A field representative contacted technical services (ts) asking for recommendations on device replacement due to the premature battery depletion (pbd) observation previously reported. Ts explained that data was already reviewed, and the replacement window is still valid. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. A field representative contacted technical services (ts) asking for recommendations on device replacement due to the premature battery depletion (pbd) observation previously reported. Ts explained that data was already reviewed, and the replacement window is still valid. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.